Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as the patient made a mistake/touch contamination. The peritonitis was manifested by abdominal pain and cloudy effluent. The same day as onset of peritonitis, the patient was hospitalized for the peritonitis event. Treatment for the event was unknown. On an unreported date, dianeal therapy was discontinued. On an unknown date the same month as receipt of this report, during the hospitalization, the pd catheter was removed and patient placed on hemodialysis. At the time of this report the patient remained hospitalized and was recovering from this peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. Additional information was unable to be obtained.